Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: stated, sometimes the insulin will stop flowing before she's completed her dose, so she has to use a second pen needle to complete the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.